Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained ventricular fibrillation (vf) episodes. The alert triggered a remote transmission on which it was noted that the patient was in a monomorphic ventricular tachycardia (vt) that degraded into a polymorphic rhythm. The patient¿s rhythm further deteriorated into fine vf. It was noted that all the rhythms appeared to be below implantable cardioverter defibrillator (ICD) detection perimeters; however, the physician alleged the ICD should have treated the patient. The patient suffered cardiac arrest. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.